Event description:
The customer reported the blue cap dislodged from the connector end of the transfer set prior to use. No patient injury or medical intervention is associated with this incident.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Additional information: the cause of the reported condition of a connection issues was unable to be determined due to lack of sample. A batch review was performed for lot h09i21073. There were no deviations from standard procedure. Baxter will continue to monitor similar reports to determine if further actions are required.